Event description:
New information noted that non sustained lead noise episode was observed due to pvc being undersensed on the discrimination channel. The patient will be monitored with no change made at this time.

Event description:
It was reported that during follow up a non-sustained rv lead noise due to t-wave oversensing was observed on egm episode. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.